Event description:
It was originally reported that the patient received several shocks and oversensing was noted. A medwatch 3500a was subsequently received reporting that the patient presented with chest pain and shortness of breath on 1/17/06. He received two shocks. The physician noted oversensing of the ventricular lead. When he got shocked on 1/16/06 he fell and hit head on coffee table which caused an abrasion on his nose and discolored his eyes. No further patient complications have been reported.